Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 100% stenosed target lesion was severely calcified and severely tortuous. During a percutaneous coronary intervention(pci), an opticross¿ imaging catheter was used to view the unspecified lesion. It was reported that lost image occurred. The procedure was completed with another of the same device. No patient complications reported and the patient's status is good. However, device analysis revealed an open hole in the lap joint area of the catheter.

Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).